Manufacturer narrative:
The customer complaint of syringe pump case damage was confirmed through a review of customer supplied photos. The customer provided multiple photos confirming damage and missing plastic from the syringe module front case under the pressure sensor. As part of continuous improvement the syringe front cover material was changed to valox in november 2018. Valox is designed to be more durable to chemical attack, the bd infusion therapy resource library webpage contains information for proper care and maintenance of the alaris system. The use of chemicals listed on the do not use list can damage the surfaces of the instrument leading to more frequent replacement. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that syringe module cases are arriving to the service depot with extensive damage to the lower case. There was no report of patient involvement. This file is to document the general report of increased reports of damage to syringe module cases.